Event description:
It was reported that the lead exhibited low impedance and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the distal insulation was abraded which resulted in an electrical short between the coils and caused low impedance.